Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off label usage of the device on (B)(6)2024. When the patient had a low cgm reading, at first the cgm was 4.8 mmol/l, then 4.6 mmol/l and then low, they self-treated with a glucose tab and honey. After this the patient stated he felt sick, was vomiting, and went to the hospital. At the hospital a fingerstick was taken and the cgm was reading low, and the blood glucose reading was 32.1 mmol/l. The patient stated they had ketoacidosis and received treatment with insulin (route of treatment was not reported). The patient was discharged after spending more than 24 hours in the hospital, and at the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.